Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was recently hospitalized due to a low blood glucose level. Blood glucose level was 47 mg/dl at the time of admission. Customer was the driver in a vehicular accident. Troubleshooting did not show any malfunction of the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.